Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was 0.0017 ng/ml and was reported outside of the laboratory. The repeat result was 0.124 ng/ml and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided calibration and qc data was acceptable. The customer did not perform maintenance at the recommended interval and was using 13 mm tubes without the tube adapter. These are possible causes for the event.